Manufacturer narrative:
The device was returned for analysis. Dried body fluid was found on the handle, main body tubing, distal end. Dried saline was on the distal end and inside several irrigation ports. Me3 collar was cracked and filled with body fluid. While manipulating the shaft, continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested using an isaac pressure decay test system set to 107 psi, and a touhy bourst seal for sealing the irrigation holes and me's. The lumen pressure decay was measured three times, with re-seating of the tb seal between each test. Pressure decay values were 0.1382, 0.1107 and 0.1034 psi, which were below the maximum acceptable limit of 0.30 psi.

Event description:
Reportable based on device analysis completed on 23dec2019. It was reported that noisy signals appeared. During a touch up pulmonary vein isolation (pvi) ablation procedure for atypical flutter, despite having clear signals in a previous case and the setup having been the same, extremely noisy ablation signals appeared on the mifi and common bipole electrodes of the intellanav mifi open-irrigated catheter. The standard curve catheter was then switched to an asymmetric curve which was also noisy. For both catheters, pacing, checking the grounding, changing ablation cables, stopping the pump and turning off the bair hugger did not resolve the issue. The noise decreased over time but never went away. After several ablations, the standard curve was switched back in given the asymmetric curve's "poor reach." The procedure was successfully completed with no serious injuries or adverse patient effects. Device analysis of the returned catheter revealed evidence of fluid ingress.